Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Moisture behind the display was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the moisture impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a battery compartment crack was observed from the top above the pad to the cover part. There was also a crack between the corner of the lens and the case seal. A leak test was performed and the battery compartment was shown to leak. Moisture and moisture corrosion was found inside all internal pump components including on the display, on the transceiver board, and in the battery compartment.